Event description:
It was reported that the bd safetyglide¿ needle clogged during the serum injection. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "customer said serum would not come out of the needle and, put second needle on - had to inject patient twice (total) to administer serum. Customer expressed it was a safety issue. Xxxxx was notified 03/14/2023 of the particular instance. Customer also mentioned it happened with another patient on a different instance.".

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd safetyglide¿ needle clogged during the serum injection. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "customer said serum would not come out of the needle and, put second needle on - had to inject patient twice (total) to administer serum. Customer expressed it was a safety issue. Xxxxx was notified 03/14/2023 of the particular instance. Customer also mentioned it happened with another patient on a different instance.".